Event description:
It was reported that, "upon implanting an avs navigator cage the small posterior piece that hooks to the inserter was broken. The cage would not stay rigid and disconnected from the inserter. The cage was removed with forceps. A new cage was loaded and implanted. The surgery was slowed by ten minutes or more. The surgeon was a first time user and he was not happy. There was no damage to the patient to my knowledge. The small fragment of broken peek was not found."

Manufacturer narrative:
Additional information has been requested and if made available will be reported as supplemental. Method, result, conclusion codes will be made available following an engineering evaluation.